Event description:
It was reported that a dexcom g7 sensor displayed three dashes on the ilet indicating signal loss to the ilet, after which the sensor reconnected; the customer later ate lunch and noted a blood glucose of 191 mg/dl without symptoms. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure between the sensor and the ilet, associated with the device¿s electrical and magnetic components, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.